Manufacturer narrative:
H3, h6: the device, intended for use in treatment was returned for evaluation: a visual inspection was conducted and confirmed the numbers on the strut medium are wearing causing them to become unreadable. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that the five of the strut medium are wearing causing numbers to be unreadable. It is unknown whether the event happened and if there was a patient involvement.